Event description:
Device sensors report erroneous glucose levels, including too many low glucose warnings. The bad data and low glucose data is leading my dr to order an 72 hr fasting glucose test, inpatient in the hospital.